Manufacturer narrative:
(B)(4). Device analysis: the pouch device was received with one support arm broken; the broken piece was returned. The instrument was received fully deployed and the bag and suture were not returned for analysis. In addition, the tyvek was returned along with the instrument. The device was disassembled in order to evaluate the condition of the support arms, and the remaining piece of the broken support arm was still attached to the push-pull rod; the other support arm was in good condition and attached. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken and the distal plug to be damaged once the instrument was fully retracted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during a laparoscopic ovarian cystectomy, after the bag was deployed the metal harp separated from the device and was sticking out from the specimen bag. There were no patient consequences reported.